Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n61 neonatal noninvasive single heated circuit kit s not sold in the united states of america (USA) but instead a similar product, 950n61j neonatal noninvasive single heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n61j has been used under section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that the 950n61 neonatal non invasive single heated circuit kit tubing was found melted during patient use. The circuit was replaced with another 950n61 neonatal non invasive single heated circuit kit which was also found melted during patient use. The customer also reported that both circuits were covered with bedsheets. No patient consequences were reported.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) field representative that there were two events of the 950n61 neonatal non invasive single heated circuit kit tubing found melted during patient use. The initial melted circuit was replaced with another 950n61 neonatal non invasive single heated circuit kit which was also found to be melted during patient use. The healthcare facility also reported that the circuits were covered with bedsheets both times. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Affected products: 950n61 neonatal noninvasive single heated circuit kit - lot/batch not provided. 950n61 neonatal noninvasive single heated circuit kit - lot/batch not provided. Corrections: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to noninvasive single heated circuit kit section d4: serial number intentionally left blank as the information is not applicable. Section g4, PMA/510(k) number: the 950n61 neonatal noninvasive single heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n61j neonatal noninvasive single heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n61j has been used under section g4. Method: the complaint tubings as part of the 950n61 neonatal noninvasive single heated circuit kit were not returned to fisher & paykel healthcare (f&p) for evaluation, as it was confirmed to be discarded by the healthcare facility. Our investigation is based on the photographs and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing was melted and that the heater wire was exposed. The healthcare facility advised that there were two incidents of the 950n61 melting, where both times the circuit was confirmed to be covered with bedsheets. There was no reported injury to the patient. Conclusion: based on the information provided by the healthcare facility, and our knowledge of the product, the cause of the melted inspiratory tubing of both 950n61 neonatal noninvasive single heated circuit kits, is due to the tubing being covered with material and/or being under compressive load for a considerable length of time. All heated breathing tubes as part of the 950n61 neonatal noninvasive single heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The heated breathing tube (hbt) is designed to ensure that "under normal conditions" the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment: particular requirements for basic safety and essential performance of respiratory humidifying equipment. The two elastomers used in hbt both have a softening point of 76ºc. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression would not cause the tubing to reach the softening point. The key factors which determine whether the heat is retained in the affected area leading to softening are: - the surface area of the hbt covered by an object - the duration of time the hbt is covered - the insulating properties of the object covering the hbt (i.e., higher thermal coefficient would allow less heat to dissipate) - the gas flow rate through the tube (i.e., lack of flow through the tube would allow less heat to dissipate) the 950n61 user instructions (ui) include the following technical specifications: - the maximum tube temperature is 44ºc - operating flow range for the ventilator is 0.5 - 40l/min. The ui that accompanies the 950n61 neonatal noninvasive single heated circuit kit provides the following cautions: - do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn. - set appropriate ventilator or flow source alarms to monitor therapy delivery. - perform a pressure and leak test on the breathing system before connecting to a patient. - do not crush, stretch, or milk the tubing.